Event description:
It was reported that customer was hospitalized for dka. Wife stated that cannulas are bent when infusion sets are removed occassionally. It was reported that customer has stomach cancer and is currently on morphine. Troubleshooting performed and pump appeared to be operating normally.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.